Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were part of a system revision due to infection and erosion. Additionally, interrogation of the crt-d revealed a battery capacity depleted message. Review of stored device memory revealed that end of life (eol) had been reached two months ago, however, the patient was not pacemaker dependent and did not require pacing. It was suspected that the device battery may have depleted prematurely. The crt-d and ra lead were explanted. The rv and lv leads appeared attached to the clavicle. A portion of the lead was cut and the remaining portion was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.